Event description:
The facility representative reported a colleague infusion pump with "repeating error 18:02" occurring upon power-up. There was no patient injury or medical intervention necessary. No patient involvement was reported. Event history review found that the failure code 18:02 occurred during delivery causing an interruption of deliver. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. The device has not been repaired for the reported condition. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.